Manufacturer narrative:
Tracking #.51062. Device not returned for analysis.

Event description:
It was reported by the rep, the device was used during a laparoscopic cholecystectomy procedure. It was reported that the jaw broke and a portion fell into the abdomen. It was retrieved and the case completed. There was no consequence to the pt. 4/7/1998 rep reports the device is now in risk management, but it will be returned after inspection. The device is from an fdc30 kit. Another al326 was opened to complete the case.